Manufacturer narrative:
Date sent to the FDA: 1/6/2020. Additional h6 patient code: 3191 - mesh migration, 3189 - surgical intervention, 2240, 1695. Additional information: a1, a2, a4, d1, d3, d2, d4, d7, h4. Additional b5 narrative: it was reported that the patient underwent mesh removal on 4/19/2012 due to hernia recurrence, mesh migration and adhesion.

Manufacturer narrative:
Date sent to the FDA: 1/7/2020. Additional information: d4, h4. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.